Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned back intact and functional with light yellowing. The device weighed 353.5 grams. No additional observations. Patient age default to 99 as no patient information was provided. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade unknown.